Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker presented in a syncopal state. The heart rate went down. The pacemaker was requested to be interrogated and remains in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination noted scratches on the case and header. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker presented in a syncopal state. The heart rate went down. The pacemaker was requested to be interrogated. At this time the pacemaker has been explanted and returned for analysis without any additional allegations and after being implanted for several years. No additional adverse patient effects were reported.